Event description:
It was reported via attorney that a perforation occurred. On (B)(6) 2007 the patient was implanted with the greenfield filter. On (B)(6) 2019 the patient received a CT scan. These images showed that all the struts of the device perforated the inferior vena cava wall. One strut perforates the wall by 2.2mm and is in very close approximation to a loop of bowel. A second strut perforates the inferior vena cava wall by 2.1mm. A third strut perforates the inferior vena cava wall by 2mm. The fourth strut perforates the inferior vena cava wall by 2.8mm. A fifth strut perforates the inferior vena cava wall by 2.8mm and is in close approximation to the anterior margin of the l1 vertebral body and mild extension into the l2 vertebral body is not excluded. A sixth strut perforates the inferior vena cava wall by 2.7mm and apperas to extend into the right psoas muscles. The patient's filter remains implanted, but could require future surgery to remove.

Event description:
It was reported via attorney that a perforation occurred. On (B)(6) 2007 the patient was implanted with the greenfield filter. On (B)(6) 2019 the patient received a CT scan. These images showed that all the struts of the device perforated the inferior vena cava wall. One strut perforates the wall by 2.2mm and is in very close approximation to a loop of bowel. A second strut perforates the inferior vena cava wall by 2.1mm. A third strut perforates the inferior vena cava wall by 2mm. The fourth strut perforates the inferior vena cava wall by 2.8mm. A fifth strut perforates the inferior vena cava wall by 2.8mm and is in close approximation to the anterior margin of the l1 vertebral body and mild extension into the l2 vertebral body is not excluded. A sixth strut perforates the inferior vena cava wall by 2.7mm and apperas to extend into the right psoas muscles. The patient's filter remains implanted, but could require future surgery to remove.